Event description:
A customer reported that coulter lh 750 analyzer generated erroneously low white blood count (wbc), red blood count (rbc), and hemoglobin (hgb) results for the initial run of a single patient sample. The specimen was re-tested on the same instrument in the manual mode (which the lab considers correct) and the results matched the patient history/previous runs. In addition, the operator reported the smell of something overheating. There was no smoke, sparks, flames, or fire observed for this event. Erroneous results were not reported out of the lab. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
The specimen was collected in greiner edta tube and processed within one hour of sample collection. Qc is run once daily and was within specifications before the event. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse could not find a problem with the analyzer. The fse checked pneumatic supply filters, pressures, vacuum, and voltages. The fse verified the system operation. The raw data provided does not lead itself to the determination of any abnormal behavior of the analyzer related to the failures. Root cause is unknown, as the issue could not be duplicated and there was no detection of burns or a burning smell.